Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. The device was manufactured between 12 nov 2018 and 13 nov 2018. Three devices were received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. No signs of a ruptured bladder were observed. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The unit was monitored for twenty-four hours and no signs of leak were observed at the blue winged luer cap. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume intermates had a ruptured bladder. The event occurred during filling with ceftazidim and diluted with sodium chloride. There was no patient involvement. No additional information is available.